Event description:
2001, pt underwent implantation of staar model aa-4203tl intraocular lens in left eye. During insertion, the posterior capsule tore and started to go into the vitreous. The lens was removed, no vitrectomy performed. Surgeon implanted another staar lens.